Event description:
Reported false positive result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they have tested only positive with cvs health and quickvue otc tests since (B)(6)2022 and has tested negative with pcr. An estimated 5 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.